Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported to related to the device. No additional information or contact was available.

Manufacturer narrative:
Failure code 703 was initially reported by the facility and occurred during biomed testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Although failure code 703 was not confirmed due to a loss of pump memory caused by battery failure, the uim pcb was replaced because of the reported failure code. The reported failure code is manifested as a result of the uim pcb being defective. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.